Manufacturer narrative:
An event of residual shunt and device embolism within 24hours of implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that the cause of the device migration was unknown. Additionally, the imaging provided by the account were further reviewed by an abbott staff. The reviewer noted that ¿one movie of fluoro was provided. The movie showed the tension test during device deployment. No imaging was provided of the embolized occluder. Still image of movie showing tension test shown.¿ the device batch/lot number was not provided, and therefore the device history record and lot-specific similar complaint could not be reviewed. The cause of the reported embolization could not be conclusively determined. The reported arrhythmia, tachycardia, and prolonged hospitalization appeared to be related to the reported device embolization. The reported surgical intervention was a result of case-specific circumstances as the device was surgically removed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, an 18 mm amplatzer septal occluder was selected for implant to treat an atrial septal defect (asd). The asd was measured at 20 mm under transesophageal echocardiogram (tee) and 18 mm under fluoroscopy. The patient's inferior rim was measured at 8.3 mm, the aortic rim at 4.3 mm, and the superior rim at 12 mm. Tee and fluoroscopy were used during the procedure. The occluder was implanted. A left to right flow was noted through the center of the device. The following day it was noted under transthoracic echocardiogram (tte) the occluder embolized to the left atrium. The occluder was embedded in the left ventricle opposing the left ventricular outflow tract (lvot). The patient experience arrythmia and ventricular tachycardia (vtac) episodes. The patient was transferred to cardiac surgery to explant the occluder and close the atrial septal defect, resolving the arrythmia and vtac. The patient status was stable.